Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('device embedded within the right cornu'), pelvic pain ('pelvic pain/chronic'), genital haemorrhage ('abnormal bleeding (general)') and postoperative wound infection ('infection at the incision site') in an adult female patient who had essure (batch no. C18707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included obesity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), postoperative wound infection (seriousness criterion medically significant), abdominal pain ("abdominal pain,right and left side"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/depressed"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), alopecia ("hair loss"), fatigue ("fatigue"), tooth disorder ("dental problems") and asthenia ("low energy") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, genital haemorrhage, postoperative wound infection, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, abdominal pain, female sexual dysfunction, dyspareunia, dysmenorrhoea, menorrhagia, depression, migraine, headache, weight decreased, nausea, alopecia, fatigue, hormone level abnormal, tooth disorder and asthenia had resolved. The reporter considered abdominal pain, alopecia, asthenia, bladder disorder, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, postoperative wound infection, tooth disorder, urinary tract disorder, vaginal discharge and weight decreased to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2015 now it is reported as (B)(6) 2015 discrepancy: as per pfs date of removal mentioned and essure removed ? : no date of removal: (B)(6) 2019. Plaintiff received treatment for pelvic pain, abdominal pain, , apareunia, dyspareunia, dysmenorrhea, chronic pain, menorrhagia, migraine, headaches, weight loss, nausea, hair loss, fatigue, hormonal changes, dental problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device embedded within the right cornu. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs and mr received. Reporters information updated. Event: psych injury were updated to psych/depressed.new events: low energy ,abnormal bleeding (general) ,infection at the incision site device embedded within the right cornu were added.event outcome were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('device embedded within the right cornu'), pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic pain ('pelvic pain/chronic'), genital haemorrhage ('abnormal bleeding (general)') and postoperative wound infection ('infection at the incision site') in an adult female patient who had essure (batch no. C18707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included obesity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), postoperative wound infection (seriousness criterion medically significant), abdominal pain ("abdominal pain,right and left side"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/depressed"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), alopecia ("hair loss"), fatigue ("fatigue"), tooth disorder ("dental problems") and asthenia ("low energy") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic inflammatory disease, genital haemorrhage, postoperative wound infection, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, abdominal pain, female sexual dysfunction, dyspareunia, dysmenorrhoea, menorrhagia, depression, migraine, headache, weight decreased, nausea, alopecia, fatigue, hormone level abnormal, tooth disorder and asthenia had resolved. The reporter considered abdominal pain, alopecia, asthenia, bladder disorder, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, postoperative wound infection, tooth disorder, urinary tract disorder, vaginal discharge and weight decreased to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2015 now it is reported as (B)(6) 2015 discrepancy: as per pfs date of removal mentioned and essure removed ? : no. Date of removal: (B)(6) 2019. Plaintiff received treatment for pelvic pain, abdominal pain, , apareunia, dyspareunia, dysmenorrhea, chronic pain, menorrhagia, migraine, headaches, weight loss, nausea, hair loss, fatigue, hormonal changes, dental problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device embedded within the right cornu. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received: new event pelvic inflammatory disease and reporter information added. Follow up 5 and 6 processed together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), alopecia ("hair loss"), fatigue ("fatigue") and tooth disorder ("dental problems") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, female sexual dysfunction, dyspareunia, dysmenorrhoea, menorrhagia, migraine, headache, weight decreased, nausea, alopecia, fatigue, hormone level abnormal and tooth disorder had resolved and the psychological trauma, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge and weight decreased to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2015 now it is reported as (B)(6) 2015. Discrepancy: as per pfs date of removal mentioned and essure removed? : no plaintiff received treatment for pelvic pain, abdominal pain, apareunia, dyspareunia, dysmenorrhea, chronic pain, menorrhagia, migraine, headaches, weight loss, nausea, hair loss, fatigue, hormonal changes, dental problems quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Injury nos replaced with new event pelvic pain. New events abdominal pain, apareunia, dyspareunia, dysmenorrhoea, menorrhagia, psych injury, vaginal discharge, bladder problems, urinary problems, migraine, headaches, weight loss, nausea, hair loss, fatigue, hormonal changes, dental problems, did not undergo essure confirmation test were added. Reporter¿s information, patient¿s demographics were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.